Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The death was not considered to be device related. The device operated as expected.

Event description:
It was reported that the patient presented on (B)(6) 2024 for evaluation of shortness of breath. The patient had significant medical history of chronic right ventricular failure and was on chronic milrinone pump at home. The device was not related and did not contribute to right heart failure. Evaluation was performed and the patient was noted to be hypoxemic. The patient used a 2 to 4 liters nasal cannula at home but was noted to be hypoxic and required to be placed on 15 liters of oxygen supplementation. The patient was made do not resuscitate, and the patient's family decided to withdraw care. The patient passed away due to progressive right heart failure. The death was considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.